Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck. It was noted that there was more resistance than usual with the guidewire, however, they attempted to use the devices. They were unable to do so, and the devices were replaced. The procedure was completed successfully with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. The catheter was returned with a guidewire still stuck inside. Dissection revealed that the guidewire lumen was stretched at the location of the distal inner hypotube, likely causing the guidewire to become stuck. This is possibly the result of the guidewire lumen delaminating from the distal inner hypotube. The catheter was also tested for deployment multiple times. Deployment to basket and flower was successful on every attempt and only minimal resistance was noted, not confirming the deployment failure. Based on all the available information the observed stuck guidewire was likely due to device design due to the type of damage that was observed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck. It was noted that there was more resistance than usual with the guidewire, however, they attempted to use the devices. They were unable to do so, and the devices were replaced. The procedure was completed successfully with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.